Manufacturer narrative:
Analysis of wr9200 (lot#serial#: (B)(6) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rechargers battery indicator lights were scrolling rapidly and wouldn't stop. During the call patient confirmed that the green light was present on the charging dock. Patient said they always kept the wireless recharging dock on the dock when they weren't using it. Agent had patient do a reset of the wireless recharger on and off of the dock but this didn't resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the wr. No symptoms reported.